Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, device fracture of the rod.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device: two malleable rods were received for evaluation. Examination and testing of the returned components revealed a separation through the middle of rod #2. Microscopic examination of the surfaces showed them to be rough and irregular, indicating sufficient stress was exerted. Rod #1 did not retain a 45-degree angle. Based on the information received and examination and testing of the returned components, the device appeared functional for over 5 years. Quality concludes with use over time the coil core inside the device could fatigue and possibly fracture, resulting in a separation and loss of angle retention as noted with this device.